Event description:
After standard lead placement and anchoring the lead cap accessory was attached to the proximal end of the lead prior to tunneling. When the grub screw was tightened, the block inside of the lead cap, which housed the grub screw, twisted off-center. Later, when the grub screw was loosened the internal block did not re-align and subsequently, there was difficulty removing the lead cap. After removal of the cap there appeared to be a wire protruding from the #3 contact and there was concern about the long-term consequences. The lead was not replaced and it was unclear if it remained implanted. There were no adverse events reported. Further info is being requested at this time.

Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a manufacture employee. A process improvement plan and training are in place.